Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a loss of pain relief in their back. On (B)(6) 2019, they had 0/10 pain and on (B)(6) 2019 their back pain was 7/10. The pain was worsening in their back. They also reported that they had pain and tenderness over the implanted pulse generator (ipg) site and right buttock. The system was explanted on (B)(6) 2019 and the issues were noted to be resolved without sequelae. On (B)(6) 2019, it was noted that these issues were not due to programming. The patient had palpated pain over the entire lumbar spine, including the ipg site, and the cause was unknown. No further complications were reported or anticipated.